Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the service repair technician identified a burned C-cover. It was determined that the damage was most likely due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the burned C-cover was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.